Manufacturer narrative:
While troubleshooting with bec customer technical specialist, the customer found tubing # 26 disconnected from the electrolyte injection cup (eic). The customer reconnected the ion-selective electrode (ise) tubing # 26 to the eic, which resolved the leaking issue. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that electrolytes failed calibration on a unicel dxc 600i synchron access clinical system, after performing flowcell maintenance. No effect to patient or operator was reported in connection with this event.